Manufacturer narrative:
The reported medical events are known possible undesirable effects and product technical complaint investigation and final assessment were received on 25-jul-2014: the bayer reference number for the ptc report is: (B)(4). Final assessment: when a term like "broke" is used when describing a device event, it is difficult to determine the true nature of the event from the complaint description alone. Unless additional detail is provided in the event description, it is difficult to determine if the reporter is describing an event where the micro-insert actually broke into individual pieces, or if the micro-insert bent or stretched into an unintended shape, and hence was considered by the reporter to be "broken". Since product was returned to us for investigation, we were able to conduct an investigation of the actual device involved in this complaint. We were able to inspect the micro-insert, the outer catheter, the inner catheter, and all parts within the handle assembly. For system 1, the micro-insert was stretched and still intact to delivery catheter as received, the final rollback was not completed. For system 2, the outer coil was broken. All IFU steps were completed. For system 3, no micro-insert was received. All IFU steps were completed. We also conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The implant broken issue only found on system 2. The cause of this failure is well understood. In the manufacturing assembly process if there is a small gap left between the inner coil and inner catheter (they should be butted together during assembly), when the outer coil of the micro-insert is wound down a small portion of the coil can become trapped in the gap. If a device has this issue, when the physician presses the button to release the micro-insert, the outer coil may sever itself as it is being deployed from the catheter. In typical situations, this severing occurs inside the catheter prior to the pieces being deployed from the catheter. The severing of the coils inside the catheter does not pose a significant risk to the health of the patient. Medical assessment: this case reported complication of insertion due to breakage (five [5] coils broke off), but this event is not necessarily indicative of a quality defect. No additional ae case reports have been received to date in relation to batch number b85138. No batch signal can be identified at this time. The review of the lot history records confirmed that the product met product release specifications. Three complaint samples were provided for technical investigation. The technical investigation found for complaint sample 1, stretched micro insert which was still attached to delivery catheter and final rollback was not completed; complaint sample 2, the outer coil was broken and all IFU steps were completed; and complaint sample 3, no micro-insert was received and all IFU steps were completed. The technical investigation of the complaint sample determined that the outer coil was broken for complaint sample 2. The cause of this failure (breakage) has been previously investigated and is well understood. The technical investigation concluded "confirmed quality defect" with a final risk category IV, a defect which does not pose a hazard to patient's health as the severing of the coils does not pose a significant risk to the health of the patient. Based on the provided information the defect type corresponds to the following (B)(4) device breakage. In summary, a causal relationship between the reported event of breakage and a product defect seems likely. Company causality comment: this medically confirmed report refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced defective essure broke, 5 spirals from the top and complication of device insertion. Both events are considered non-serious according to the current ime list. Defective essure broke, 5 spirals from the top is unlisted in the reference safety information for essure, while complication of device insertion is listed. The event defective essure broke, 5 spirals from the top (assumed as device breakage) was regarded as near-incident due to the reported breakage. During difficult insertion, single cases have been reported of essure breakage. In this particular case, it was only mentioned that defective essure broke, 5 spirals from the top without details about this event. Thus, causality between the events above and essure use was considered as related. A product technical complaint (ptc) analysis was performed (complaint samples were provided) and concluded to confirmed quality defect. Medical ptc assessment considered that, a causal relationship between the reported event of breakage and a product defect seems likely.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Event description:
This spontaneous case report was rec'd from a pharmacist in (B)(6) on (B)(6) 2014 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced that defective essure broke, 5 spirals from the top and complication of device insertion. No info given on patient's history, past drugs, concomitant drugs and concurrent conditions. On (B)(6) 2014 the patient had essure (fallopian tube occlusion insert) inserted with lot number b8s138 (expiration date oct-2016). On (B)(6) 2014 during placement, the defective essure broke, 5 spirals from the top. There was no anatomical cause to explain the abnormality. The defect was on the insert itself. The bilateral placement was performed, with the insert concerned. The outcome of event was not reported.